Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pediatric urology procedure when the trocar was being placed, the dilator "helicopters out". The dilator spins out of the sheath and cannot be put back in for use. A separate dilator had to be brought in and inserted to complete the case. There was no patient injury.